Event description:
Reporter indicated that vns pt experienced severe voice change post-implant and was being evaluated by an ent for possible vocal cord paralysis. It was later reported that the pt is suffering from hoarseness caused by paresis of the left recurrent nerve. Logopedic treatment was prescribed.